Manufacturer narrative:
(B) (4)

Event description:
The pump delivered "1/2 the medication it was supposed to". The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.